Manufacturer narrative:
The device powered up properly after battery installation. The device received with operating currents within specification. The device passed selftest, rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No pump error 23, 49 or restarting noted. Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 alarm, problem isolated to electronic assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a power error detected alarm. The customer¿s blood glucose level was 170 mg/dl. Customer stated that he insulin pump did not pass the self-test. The insulin pump will be returned for analysis.